Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed water ingress which compromised the investigation. Unable to determine if the ingress contributed to the customer report or occurred post event, the device was deemed unrepairable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device blanked out and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.